Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The representative received a call from patient who stated that her battery was re-implanted in (B)(6) 2018 because the battery was first implanted too closed to the skin. No further details was provided. There were no further symptoms or complications reported or anticipated.